Event description:
The facility biomed reported a flogard pump which experienced f27 during patient therapy. The device was infusing an unknown patient with saline and an unknown drug when a sharp area on the device punctured the tubing of the continu-flo set (product code 2c8537, lot number r09c06085) being used with the device, causing the saline and unknown drug to leak into the device, resulting in an f27 alarm which interrupted patient therapy. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.